Manufacturer narrative:
The reported product is not expected to be returned as the customer reportedly discarded the product. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received an unspecified high reading on the sensor and experienced headache and loss of consciousness. Ambulance was called; however, no medication was provided. Customer was treated with juice by her mother. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received an unspecified high reading on the sensor and experienced headache and loss of consciousness. Ambulance was called; however, no medication was provided. Customer was treated with juice by her mother. There was no report of death or permanent impairment associated with this event.